Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false not detected result while running the alinity m hr hpv assay on the alinity m system. Sample ID (sid) (B)(6) was run on (B)(6) 2025 with a negative result. The customer reported an "ugly curve" for other b target; however, the result was not detected. The patient had one prior result on (B)(6) 2025, sid (B)(6), that had previously resulted as detected for other b target (19.08 cycle number [cn]). The patient additionally had a second subsequent detected result after the not detected result for other b target, sid (B)(6), on (B)(6) 2025. No impact to patient management was reported.

Manufacturer narrative:
The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 407319 was performed. The testing met all validity and acceptance criteria. All replicates did not show any error codes or performance related flags and were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false negative results. As a result, the product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lot 407319 received a disposition of pass. The file sample evaluation testing results did not reproduce the customer's observation. Customer data review: the customer server result logs attached to the ticket were reviewed. No errors on specimens or controls associated with the reported samples were observed. As the three samples were collected and prepared on separate days, a sample or reagent handling issue cannot be ruled out as the root cause for the discrepant results. Quality data review: device history record (DHR) review the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 407319 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 407319 (including its components) did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that would indicate any issues that could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 407319 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. Kit lot 407319 along with the components lots 407292 and 407320 were searched. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for the reported lot 407319 (kit lot) and lots 407292 and 407320 (component lots). Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 407319. A search of lot specific complaint exceptions was performed for complaint tickets related to the reported issue. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 407319 was not identified.